Event description:
It was reported to tyco healthcare/kendall on feb 10, 2008 that a customer had problem with a dialysis catheter. The customer stated pts with palindrome catheters have experienced cracked and chipped adapters.

Manufacturer narrative:
An investigation is under way. Upon completion, the results will be forwarded.